Manufacturer narrative:
On (B)(6) 2020, mentor completed a second investigation on the suspect medical device to address the patient¿s right breast mass. Device evaluation summary: according to the information received, the patient developed ptosis and a breast mass. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient developed a palpable mass in her right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient developed ptosis in the breast. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis (left device) and a mentor memorygel breast implant 125cc gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. In addition, the patient developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 300cc gel breast prosthesis and a mentor memorygel breast implant 125cc gel breast prosthesis on (B)(6) 2020. The left breast prosthesis was discarded after explantation. This medwatch report is for the patient¿s right breast prosthesis.